Event description:
It was reported that a spectrum pump had a pitocin infusion which "did not alarm for the blue slide clamp". This occurred during therapy in the labor and delivery department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.